Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was a low purge pressure shortly after starting the pump, there was no leaks from purge reservoir/filter, yellow luer lock was tightened, a new purge cassette was changed, the aic (automated impella controller) console was changed, and the issue resolved when purge was changed from d5% to d20%. Additionally, the patient began to bleed profusely from all lines and was brought to the surgery suite to suture up lines. Bicarb replacement for heparin due to bleeding. The decision was made to leave impella in for a few more days.

Manufacturer narrative:
The investigation for the reported low purge pressure issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause, which was determined to be related to the use of purge fluid with low dextrose concentration. This report is being filed as part of a retrospective review of historical records.